Event description:
The customer contact reported that during testing at the user facility after the device was powered on, the device alarmed with a whitescreen error. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.